Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2. Upon receiving additional information of the reported event, it was determined to be not reportable. The date of onset of infection was greater than two years post-implantation. Infection beyond one year of implantation can reasonably be excluded as a contributing factor because infections occurring more that one year after implantation are usually hematogenous. The initial report should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in the (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a bilateral patient underwent a removal of the previous joints due to infection on an unknown date. Subsequently, the patient is schedule to receive a custom device on an unknown date. Attempts have been made and no further information has been provided.